Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective pulse generator upgrade procedure. During the procedure, the leads were unable to be removed from the header of the pulse generator. The header was cut to release the leads. The device was removed and replaced. The patient was asymptomatic throughout the case and was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The complaint could not be confirmed due to the damage sustained to the connectors.